Event description:
Pt undergoing low anterior resection for concerous rectal polyp, functional end of stapler was placed into rectum, spike advanced creating hole, stapling device misfired or caught on mucosa. This resulted in an airleak and a diverting ileostomy was brought up, due to the difficulty of repairing a leak in a fresh anastomosis. The colon side of the donut was complete, the rectal side was not.